Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. While troubleshooting b/f probe number 3, fse observed the probe move erratically, indicating an internal break in the b/f probe number 3 motor cable. Fse replaced probe number 3 motor cable and observed movement is within specifications. The fse also inspected the sample nozzle as a routine maintenance and found no issues. Fse repaired and validated the analyzer by successfully performing daily maintenance and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4461) b/f probe 3 home detection failure cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to an open circuit of b/f probe number 3 motor cable.

Event description:
A customer reported error message ¿4461 b/f probe 3 home detection failure¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to reset the power to the analyzer and complete an all-set-home, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.